Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.